Event description:
It was reported the scs system will not power on due to auto-reducing. Diagnostic testing revealed invalid impedances on all contacts. The patient will see the physician to schedule surgical intervention to address the issue. Note: the patient has a sjm ipg and adaptor. The patient's lead is not an sjm device.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.